Event description:
It was reported that this right ventricular (rv) lead exhibited high right ventricular (rv) thresholds and loss of capture. The health care professional (hcp) increased the outputs, and the rv lead was able to capture, however, there was no two-time safety margin due to max outputs capped at 7.5v@2.0ms. The hcp will discuss with the cardiologist. At this time, the lead remains in service. No adverse patient effects were reported.